Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer reported that a ventilator had a problem with proximal pressure sensor. The customer reported that it is unknown if the device was in use on a patient at the time of the event. There was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed the defect of the v60. Error code 110b was found in the log files. Further investigation is ongoing.

Manufacturer narrative:
A solenoid valve was returned for analysis. Failure investigations (fi) performed and investigation. Fi investigation could not replicate the reported issue, no fault found.

Manufacturer narrative:
The field service engineer (fse) evaluated the incident and confirmed the defect of the v60. Suspected proximal pressure sensor error due to error code 110b. The data-acquisition card has been replaced - solenoids 3 and 4 have been replaced.

Manufacturer narrative:
It was reported that the issue was found during preventative maintenance. No patient or user harm reported.

Event description:
The customer reported that a ventilator had a problem with proximal pressure sensor. The customer reported that it is unknown if the device was in use on a patient at the time of the event. There was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed the defect of the v60. Error code 110b was found in the log files. Further investigation is ongoing.

Manufacturer narrative:
Reporter phone number: (B)(6).